Manufacturer narrative:
Visual examination found the module to be good shape. The module was functionally tested over two days and was found to function properly. The reported problem was not duplicated. The device history review was completed with no anomalies noted.

Event description:
The energy to the power supply was cut during surgery. The stellaris was connected to the line in the wall with out the uninterruptible power supply. There could have been instability on the main line that affected the power supply. However the cause is unknown. The unit was rebooted and the surgery continued without an issue. No patient injury occurred.